Manufacturer narrative:
Insulin pump was received with communication error/off no power alarm during testing due to broken solder joint pin 2 on connector on interface board. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and communication error. She did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was 266 mg/dl. The customer was unable to get into her insulin pump because it was going in a loop from communication error to off no power. The customer was advised that the device would be replaced and agreed to return the product for analysis.